Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tibial trial broke upon impaction. There was no impact to the surgery or patient. Attempts have been made, and no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use (nicked or gouged) and is fractured. The device was submitted for further analysis. Analysis determined that the tibial provisional revealed fracture surface artifacts consistent with bending overload fracture. The DHR was reviewed and no discrepancies relevant to the reported event were found. The lot was manufactured on jun 4, 2012 and has therefore been in the field for approximately 7 years. It is unknown for how many times the device is being used. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.